Event description:
The device was explanted and returned to the manufacturer. Through further follow-up, the manufacturer learned that the device had been replaced because it was nearing end of service. It was reported that the device was programmed to "rapid cycling." And was therefore nearing end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Product analysis found a transistor failure which may have contributed to reduced battery longevity. An estimated battery longevity cannot be determined for this device because the treating neurologist will not release any additional information due to the hipaa regulation.